Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed due to the circumstantial evidence that was observed on the returned sample and the cause appeared to be manufacturing related. One 18g nexiva unit from lot 4232063 was provided for investigation. The septum was misaligned within the catheter adapter, which could allow fluid to leak during use. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaked from the septum. The following information was provided by the initial reporter: after the IV was inserted, blood was leaking out of the gray septum that the needle safeties from, and when flushing the line, saline would shoot out of the septum as well.